Event description:
This has happened on multiple occasions. We switched our type 1 diabetic son (7yo) from the dexcom g6 to the dexcom g7. We have had nothing but issues. The biggest concern and most terrifying is how inaccurate the cgm readings are compared to finger sticks. His cgm was reading 43 at school, I arrive and did finger sticks; his glucose was 358!!!. I took multiple readings to make sure that was correct, and it was. What if these numbers had been reversed? What if cgm read 358, he was really 43 and his pump dumped insulin to correct the "false" high? This is dangerous! He could have died in that scenario!!! I replaced this sensor immediately after giving manual injection to correct the high glucose. This past friday ((B)(6) 2024), cgm said 135 (and that he'd be in range all day which is highly unlikely for a 7yo t1) and finger stick was 429. He had produced ketones as a result of not receiving enough insulin from his pump since the cgm was "in range" for a minimum of 8hrs. This should not be happening. Not every type 1 diabetic can feel if they are high or low. What if he was sleeping? As a parent, we rely on technology like this to be more accurate especially since dexcom prides itself on "no finger pricks" with the g7. Of course we can not rely on technology 24/7. I always check accuracy 12hrs after inserting a new cgm. I also always finger poke if he shows symptoms (excessive thirst from high glucose or saying he's hungry from low glucose).